Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he got a motor error a month ago and replaced the battery. Pump was working fine but when he changed the battery again, the pump did not work. Customer was assisted with clearing the alarm. Customer stated that he did the rewind and when he got to fill cannula, he received a motor error and this occurred several times. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer uses the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was also advised to remove the pump battery to prevent continued alarms. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and motor test. However, the device was received in a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and a scratched reservoir tube window.